Event description:
A pt /layperson informed a customer care advocate (cca) in 2007 that, due to error 5 prompts throughout the day when attempting to test on her one touch ultrasmart, she had been unable to obtain a blood glucose result. The pt denied taking any action after the issue began. While on the phone with the cca, the pt claimed she felt sweaty and flushed. She denied that she had received medical intervention. Because she no longer had teststrips, the cca was unable to trouble shoot the issue. Products were replaced. Because the pt claimed that she felt flushed and sweaty, symptoms that can be associated with hypoglycemia and that she was unable to obtain results, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not et received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.